Event description:
It was reported that the patient presented for an unrelated procedure. During an attempted right ventricular lead implant difficulty extending the helix was noted. The lead exhibited high impedance once extended. The replacement lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.